Event description:
It was reported there is no stimulation and no detection. The impedance of the ventricle lead was > 4000 ohm so they decided to explant the lead. No patient complications have been reported as a result of this event.